Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair, it was observed that the needle broke inside the expressew iii without hook. The sales rep reported that the needle broke at the proximal end nearest the surgeon hand and remained jammed inside the gun. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep was not present and did not know if the needle broke while being loaded or fired. It was further reported that after discussing the complaint with the scrub tech working, it turns out they loaded the needle into the device incorrectly. They have been educated on how/where to load the device and it has been working properly. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.